Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set and cartridge change were performed to address the occlusion alarms. The customer's blood glucose level was 101mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer continued to use the pump for insulin therapy.